Manufacturer narrative:
Age at time of event: (B)(6) years.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) study.it was reported that following a carotid artery stenting treatment procedure the patient developed in-stent restenosis.in (B)(6) 2010, a carotid wallstent was placed in an unspecified location.in (B)(6) 2011, the patient returned with in-stent restenosis. A 64% stenosis was identified and a non-bsc stent was placed. The patient was discharged nine days post reintervention with 40% stenosis on follow up duplex ultrasound. The physician felt that the restenosis was due to intimal hypertrophy.